Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural

Event description:
It was reported that their patient reached 33c in an arctic sun device; however, they have since dropped to 32.4c. Rectal probe in use, no other probes and unable to connect to bedside monitor. Patient temperature (pt) was 32.4c, targeted temperature (tt) was 33c, water temperature (wt) was 34.4c, flow rate (fr) was 3.3lpm, patient 75kg with large pads in place. Enabled manual control and tested water to 40c. Disabled manual control and restarted therapy. Advised device was responding appropriately.

Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. Rectal probe in use, no other probes and unable to connect to bedside monitor. Patient temperature (pt) was 32.4c, targeted temperature (tt) was 33c, water temperature (wt) was 34.4c, flow rate (fr) was 3.3lpm, patient 75kg with large pads in place. Enabled manual control and tested water to 40c. Disabled manual control and restarted therapy. Advised device was responding appropriately. Per additional information received, nurse confirmed therapy completed without further issue. Patient reached tt without any intervention. Denied probe or cable adjustment device has remained in service without repair. No further information available. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions-for-use are found to be adequate. Correction: b UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that their patient reached 33c in an arctic sun device, however they have since dropped to 32.4c. Rectal probe in use, no other probes and unable to connect to bedside monitor. Patient temperature (pt) was 32.4c, targeted temperature (tt) was 33c, water temperature (wt) was 34.4c, flow rate (fr) was 3.3lpm, patient 75kg with large pads in place. Enabled manual control and tested water to 40c. Disabled manual control and restarted therapy. Advised device was responding appropriately. Per follow up information received via phone on 15nov2024, it was reported that spoke with rn who confirmed therapy completed without further issue. Patient reached targeted temperature (tt) without any intervention. Denied probe or cable adjustment device had remained in service without repair.

Event description:
It was reported that their patient reached 33c in an arctic sun device, however they have since dropped to 32.4c. Rectal probe in use, no other probes and unable to connect to bedside monitor. Patient temperature (pt) was 32.4c, targeted temperature (tt) was 33c, water temperature (wt) was 34.4c, flow rate (fr) was 3.3lpm, patient 75kg with large pads in place. Enabled manual control and tested water to 40c. Disabled manual control and restarted therapy. Advised device was responding appropriately.

Manufacturer narrative:
The reported issue was inconclusive. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be outlet water temperature control error, where patient is cooler than target temperature. However, there was insufficient information to confirm this potential root cause. The instructions-for-use under baw2800300 rev. 3 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.